Manufacturer narrative:
The customer reported that their intellivue x2 measurement server had generated a visible "speaker malfunc". Inop message. The visual inop would be obvious to users. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B)(4).

Event description:
The customer reported that their intellivue x2 measurement server had generated a visible "speaker malfunc". Inop message. No pt was harmed as a result of this issue.